Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient reported their ins is dead and hasn't worked in a year or two. The caller was not with the patient. Tss reviewed head-only guidelines and that ins would likely need to go through physician recharge mode to get it up and running again. The patient's relevant medical history included ordering physician for c-spine MRI is dr. Jimmy cui but caller didn't know managing hcp.